Event description:
Customer reported a hospitalization for high blood glucose. She did not know the blood glucose reading at the time of the hospitalization. She expressed symptoms of nausea, dizziness and sweatiness. She stated that she had received a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.